Event description:
During the pvi procedure, air leaked from the sheath during the transseptal puncture. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.